Manufacturer narrative:
Investigation summary: this complaint reported that the instrument was generating false negative results. A field service engineer went on site and cleaned the detectors to removed dust and dirt and cited the cause code for the complaint as lack of maintenance. The last preventive maintenance was performed in april 2024. It was reported the instrument was operating according to specification. The case was closed. Since no instrument issues were noted, this is an unconfirmed complaint. The root cause could not be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were three (3) false negative results. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were three (3) false negative results. There was no report of patient impact.